Event description:
The customer reported that during an orthopedic procedure; the insulation cover on the distal end was split and came off. There was no harm to the pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.